Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a yellow collecting wave alert as a patient-initiated interrogation (pii) was unable to be successfully completed. A boston scientific company representative performed the troubleshooting and discussed with the patient. The issue was not resolve and was referred to higher technical support. The device is still in service. No adverse patient effects were reported.